Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that there was atrial oversensing. This device was programmed aai. It is unknown if there was loss of therapy or for how long.